Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion." According to the customer: "the infusion pump was programmed to infuse during 10 hours and the total volume infused in only 4 hours."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the user did not inform the date on which the adverse event occurred. We analyzed the last infusion scheduled to occur in 10 hours and that was executed, because there were other schedules later, but the user did not execute them and therefore we disregarded them. The schedule was held on 9/30, at 07:07:25, to occur in 10 hours. The infusion started at 07:16:40 and was stopped by the user at 16:29:08, after 46.03 ml of the 50 ml that would be infused according to the schedule were infused. The total infusion time was 09:12:28. The infusion took place exactly as scheduled. We performed a functional test by programming a time of 10 hours for a volume of 100ml. Timed: 10 hours - infused at: 10 hours - error: 0%. Programmed: 100 ml - infused: 102 ml - error: 2%. Result: approved. Usage history and functional testing indicate that the equipment is working properly. Technical complaint not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.